Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 28-year-old female patient who had essure (ess205) (batch no. 12259730) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included blood pressure high, thyroid disorder and type ii diabetes mellitus. Concomitant products included atenolol since 2008, levothyroxine sodium (synthroid) since 2008 and salbutamol sulfate (proair hfa) since 2008. In (B)(6) 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and complication of device removal ("complications from your essure removal procedure:they clipped my ureter and had to stitch it"). The patient was treated with surgery ((B)(6) 2009; total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea and complication of device removal outcome was unknown. The reporter considered abdominal pain lower, bladder disorder, complication of device removal, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: plaintiff that the symptoms were related to the essure. As per pfs: most, if not all symptoms decreased soon after removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: in (B)(6) 2004: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 13-aug-2018: pfs received: new reporters and reporter information added. Plaintiff demography added. Product lot number received. Product indication added. Concomitant conditions, concomitant drugs added. Event: abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, dysmenorrhea (cramping), complication of device removal added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("from the right lateral aspect of the uterus a metallic object is seen protruding outwards / device was noted protruding from the cornu of the uterus bilaterally"), pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 28-year-old female patient who had essure (ess205) (batch no. 12259730) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included blood pressure high, thyroid disorder, type ii diabetes mellitus, dysfunctional uterine bleeding since (B)(6) 2009, chronic salpingitis since (B)(6) 2009 and menometrorrhagia. Concomitant products included atenolol since 2008, levothyroxine sodium (synthroid) since 2008 and salbutamol sulfate (proair hfa) since 2008. In july 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and complication of device removal ("complications from your essure removal procedure:they clipped my ureter and had to stitch it"). The patient was treated with surgery (B)(6) 2009; total hysterectomy (uterus and cervix removed)) and surgery (B)(6) 2009; total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the uterine perforation, pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea and complication of device removal outcome was unknown. The reporter considered abdominal pain lower, bladder disorder, complication of device removal, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, uterine perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: plaintiff that the symptoms were related to the essure. As per pfs: most, if not all symptoms decreased soon after removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in august 2004: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-nov-2018: medical records received: reporters added. Event uterine perforation added. Concomitant diseases were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 28-year-old female patient who had essure (ess205) (batch no. 12259730) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included blood pressure high, thyroid disorder and type ii diabetes mellitus. Concomitant products included atenolol since 2008, levothyroxine sodium (synthroid) since 2008 and salbutamol sulfate (proair hfa) since 2008. In (B)(6) 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and complication of device removal ("complications from your essure removal procedure: they clipped my ureter and had to stitch it"). The patient was treated with surgery (on (B)(6) 2009; total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea and complication of device removal outcome was unknown. The reporter considered abdominal pain lower, bladder disorder, complication of device removal, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: plaintiff that the symptoms were related to the essure. As per pfs: most, if not all symptoms decreased soon after removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2004: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (surgeries to remove one or more of the essure). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure (ess205). The reporter commented: plaintiff that the symptoms were related to the essure incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.